Event description:
During laparoscopic procedure, loss of pneumoperitoneum due to co2 tank being empty. Additional complication of a bleed required the lap procedure to be converted to open. Concerns: 1. The gas gauge on the tank goes from 1/2 tank to empty quickly. 2. There is no audible alarms to warn users that the tank is almost empty, there is only an alarm when it is empty. The or staff need to constantly monitor tanks during procedure.